Event description:
Customer's father (B)(6) called on behalf customer, customer is living in (B)(6). Customer informed her father that the insulin pump is not working properly, the drive support disk is sticking out. Caller to inform customer to call help line. Customer stated that she received the field notification letter. Customer also had problems with battery out limit alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.